Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: dates: (B)(6) 2011, inratio: 1.3, comments: doctor changed coumadin's dosage. Dates: (B)(6) 2011, inratio: 1.3. Pt on coumadin. Pt's therapeutic range is (2-3), however, the doctor would rather the pt be between (2-2.5).